Manufacturer narrative:
The sample was returned on june 6, 2007 and sent for decontamination. The incident is currently under investigation. Attempts are being made to obtain additional information regarding this incident. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
PICC that had been inserted in 2007, broke on three months later. The patient's mother moved and got caught on the line and the PICC broke. The doctor pulled out the PICC from inside the body, and the new PICC was inserted again at once. No harm to the patient.